Manufacturer narrative:
The reporter informed the company that the product will not be returned.

Event description:
Sliced mouth open [mouth injury]. Brush heads fallen apart, bristle part had dislodged through brushing teeth [device breakage] case description: consumer called stating the brush head had fallen apart; the bristle part had dislodged through brushing his teeth. No serious injury was reported.